Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges pain and discomfort.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 7/7/15-pfs and medical records received. After review of the medical records for MDR reportability, it should be noted that the doi of (B)(6) 2005 is a revision from a previous hip replacement which is covered on (B)(4). There is no new additional information that would affect the existing investigation. The complaint was updated on: 7/30/2015.

Manufacturer narrative:
Product complaint : (B)(4). UDI: (B)(4).